Manufacturer narrative:
Device not returned to manufacturer. Review of manufacturing history record found (B)(4) pieces of lot 8306ps were released for distribution on (B)(6) 2016 with no deviation or anomalies. A four-year complaint history review did not reveal any previous reports of this nature for this part number.no conclusions can be drawn as to the root cause of the lock screw back out. As the root cause could not be determined and this is the first report of this nature received, the need for corrective action is not indicated. Device not returned to manufacturer

Event description:
The patient underwent a procedure performed in (B)(6) 2016 utilizing the reform pedicle screw system. Six months post operative the patient was experiencing pain and it was noted that the lock-screw, reform pedicle screw system (39-ls-0100) had loosened allowing the rod to migrate. A revision was performed on (B)(6) 2016. No details of the revision procedure were provided.